Manufacturer narrative:
Main investigation conclusion: a specific cause for the reported interference could not be conclusively determined through this evaluation. A direct correlation between the reported events (heartmate 3 lvad interference with ICD, bleeding) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Cardiac arrhythmia is also listed as an adverse event; however, it was reported that the patient¿s arrhythmia was pre-existing prior to the implantation of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. This IFU also explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require the user to increase the separation between the equipment. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 1 also lists cardiac arrhythmia as an adverse event; however, it was reported that the patient¿s arrhythmia was pre-existing prior to the implantation of the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 1 "introduction", section 5 "surgical procedures", and section 6 "patient care and management" warn the user: the heartmate iii pump may cause interference with aicds. If electromagnetic interference occurs it may lead to inappropriate aicd therapy. The occurrence of electromagnetic interference with aicd sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally warns the user: prior to implanting an implantable cardiac defibrillator (ICD) or implantable pacemaker (ipm) in a heartmate iii patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate iii and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. Section b "safety testing and classification" states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices . Medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic compatibility. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult the manufacturer for assistance. Note: special precautions are required for installing and using the heartmate iii left ventricular assist system within portable and rf communication environments. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced bleeding. Additional information reported pain and discomfort at the site of the new implantable cardioverter defibrillator (ICD) (another manufacturer's device) right ventricle lead fracture. The hematoma was found to be stable. It was noted that ICD was still oversensing the lvad. The site of bleeding was the left ICD pocket. A CT was done that showed a pocket hematoma. The patient had pain swelling around the ICD site but had no fever or chills. The patient was put on vancomycin IV 1.25 gm every 12 hours for prophylaxis due to erythema around the pocket and discharged on doxycycline 100 mg twice a day for 10 days. The patient's arrhythmia was preexisting to the lvad. The type of arrhythmia was ventricular with underlying atrial tachycardia/fibrillation. The patient was discharged.